Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and the insulin pump had a blank display. The customer¿s blood glucose level was 276 mg/dl. The customer also states that a little bit of insulin that came out of the set might have gotten into the pump but she dried it. The customer was assisted with troubleshooting and the display did not return. The customer declined troubleshooting for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, operating currents, unexpected restart error test, self test and off no power. No blank display noted. No moisture damage found inside the insulin pump. Device received with minor scratched display window, cracked case at display window corner, cracked reservoir tube lip and stained end cap sticker.